Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported being reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. The manufacturer received information alleging patient passed away. Section has been updated/corrected in this report.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particle related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient daughter reported that the patient passed away from congestive heart failure and device was filled with black mold. The device was returned to the manufacturer's service center on 06/22/2023 for the evaluation. The device was evaluated on 06/26/2023. During the device evaluation, the manufacturer observed the device has visible foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that visible foam degradation was observed in the device. The manufacturer previously submitted report with incorrect sections b1, b2, h1, h6. Corrections to previous reports are made in this report as follows; section b1 was corrected to adverse event (only product problem was checked in previous report). Section b2 was captured as death to reflect the correct information. Section h1 was changed from malfunction to serious injury. Section h6- health effect - clinical code, health impact code has been corrected and medical device problem code, component code, type of investigation, investigation findings, investigation conclusions has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to visualization of particles, device filled with black mold and also passed away from congestive heart failure. The medical intervention required by the patient was unknown. The reported event of passed away from congestive heart failure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections a2, h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.